Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind and battery out limit due to completely broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alarm. The customer¿s blood glucose was unknown. Customer states the insulin pump alarmed after battery change. Customer reports they were able to clear the alarm. Customer states they did receive a request to rewind pump. Customer not able to complete rewind. Customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.